Event description:
Procedure type: cardiac surgery. According to the reporter: the second suture line opened up. Patient had to be operated on again. Patient was injured, blood loss, extension of surgery time. More info requested. Additional information received.

Manufacturer narrative:
(B)(4).